Manufacturer narrative:
Report is for an unknown dhs/dcs lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: richard willoughby (2005), dynamic hip screw in the management of reverse obliquity intertrochanteric neck of femur fractures, injury, vol. 36, pages 105-109 (new zealand). The aim of this study was to assess the results of treatment of reverse obliquity intertrochanteric fractures at middlemore hospital and to compare this to the results in the literature. During 1998 to 2001, a total of 48 patients had reversed obliquity fractures were treated with fixation. 6 were lost to follow-up leaving 42 in the review. The average age of the patients was 67 years. 28 patients were females and 14 patients were males. 35 patients were treated with an unknown synthes dynamic hop screw (dhs), 5 patients were treated with a reconstruction nail and 2 patients were treated with an unknown synthes proximal femoral nail (pfn). The following complications were reported as follows: 1 female patient had screw cut out of her femoral head. This is report 4 of 5 for (B)(4). This report is for an unknown dynamic hip screw (dhs) lag screw.